Event description:
Pt became symptomatic and doctor noted the synovium appeared to have attacked the treated area and that there was tissue overgrowth at the plug treated site. Doctor proceeded to shave off the tissue. The pt subsequently underwent a total knee replacement.

Manufacturer narrative:
As part of our risk management process a retrospective review of trufit plug complaints (2004 to 2007) which was prior to smith-nephew integration has been conducted. As a result this complaint has been determined to be reportable.